Event description:
During preparation for use of the on-line blood gas monitor in a cardiopulmonary bypass procedure, the user observed an "arterial module failure" error message. An alternate device was employed for the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet completed.